Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn: (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported system error was a failed communication between the drive train motor and the processor pca board. The autopulse platform was manufactured in (B)(6) 2008 and is more than 14 years old, past the expected service life of 5 years. During the visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked. This physical damage was likely due to user mishandling, such as a drop. The front enclosure was replaced to address this issue. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate was performed to remedy the encoder driveshaft issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed latch error 71 (motor drive train command issue) around the reported complaint date. Latch error 71 is a software logic-related fault due to a failed communication between the drive train motor and the processor pca board, thus confirming the reported complaint. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error "latch error 71". Further archive data review showed the presence of the user advisory (ua) 28 (loss of clutch connectivity) error message after several platfrom shut down. The observed error was unrelated to the reported complaint. As a precautionary measure, the power distribution board (pdb) was replaced to avoid a reoccurrence of user advisory (ua) 28 error. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number: (B)(4).

Event description:
During the patient use, the autopulse platform (sn: (B)(4) displayed a "system error, out of service, revert to manual CPR " error message. The crew immediately switched to manual CPR. No consequences or impact to the patient.